Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had a proximal pressure line leak. It was unknown how the issue was found. No patient or user harm reported. A biomedical engineer reported that the customer's v60 ventilator had a proximal pressure line leak. It was reported that a new circuit was replaced, but the problem persisted. The new circuit was then tested on a different v60 ventilator, but a proximal pressure line leak was not observed. The biomed then reported that no problem was observed, and that the device would be retired as the device was end of life.